Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported on the patient had been having battery problems and within the past six months the implantable neurostimulator (ins) would go off by itself. The patient had contacted their healthcare provider (hcp) office about this and they referred the patient to a manufacturer representative (rep). The patient stated the rep was first notified of the issues (B)(6) 2016. The rep had left a message with the patient's husband regarding a meeting with the rep to perform diagnostics on the ins, however the patient missed the meeting as their husband forgot to tell them about the appointment. The patient received a generic letter from the manufacturer and was told to contact the rep with any questions. The patient had called the rep four times, left voice mails each time, and every time they called their hcp office they redirect the patient to the rep. The patient stated they would call the hcp office once more requesting assistance with reaching the rep to address the issue. The patient later reported they thought their battery life was having problems and causing problems for them on "12-15". The rep later reported they had never been aware of the reported issue and had no further information. The rep noted the hcp office providers did almost all of the follow up and they had not been contacted regarding this patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.